Event description:
Legal claim alleges the patient will be revised. No additional information was received.update: (B)(6) 2012 - der was received. Patient was revised due to infection. There is no new additional information that would affect the investigation. Update: (B)(6) 2012 - litigation papers were received. They allege that patients metal femoral head and metal liner were rotating and grinding together. Complaint was reopened to report the head and liner.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Legal claim alleges the patient will be revised. No additional information was received. Doi: (B)(6) 2008 - dor: none reported update: (B)(6) 2012 - der was received. Patient was revised due to infection. There is no new additional information that would affect the investigation. Dor: (B)(6) 2012. The devices associated with this report were not returned. Review of the sterilization certifications for the provided product/lot combinations did not reveal any related deviations or anomalies. Per the sterilization certificates, validated parameters were met. No error in sterile processing was identified. Based on the investigation, the need for corrective action was not indicated. Update: (B)(6) 2012 - litigation papers were received. They allege that patients metal femoral head and metal liner were rotating and grinding together. Complaint was reopened to report the head and liner. The devices associated with this report were not returned. A search of the complaint databases did not show any other reports against the provided product and lot combinations, with an exception of the two bone screws, the as400 lot traceability by product lot shows other units of the reported screw product / lot have been delivered / billed to end customers and presumed implanted. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges elevated metal ions.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes 2726816, 2731528, cy8ew1000, c1lby4000 and c2tfv1000. A search of the complaint database finds additional reported incidents against lot codes cb5fm4000 and c31an4000 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.